Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. The field service engineer (fse) noted that the station displayed a failure icon for recovery, although no actual failures were visible on the recovery screen. The fse observed that multiple tower doors were greyed out during load and refill and attempted to force failure on all towers; however, the issue remained unresolved. The fse followed service instructions to return onsite, disconnect the tower from the main unit, and allow the station to boot in order to force a failure condition, but the towers did not fail. The fse was only able to trigger failures by manually releasing the doors while the application was active, which did not resolve the issue of false door failures. Additional troubleshooting steps were performed based on guidance, including attempts to force failures by modifying the communication network adapter settings, but no improvement was observed. The fse also identified a stuck key caused by the use of an incorrect key, and the key was forcefully removed to resolve the condition. A technical support specialist (tss) confirmed in the database that all storage spaces were marked as failed and verified that these failures were not appearing within the application for recovery. The tss coordinated troubleshooting efforts involving powering down the station, disconnecting components, powering up, attempting to fail drawers, and reconnecting and powering up storage spaces for recovery; however, this approach did not resolve the issue. The tss then proceeded with manual correction by reverting the failure indicators in the station database, which allowed the storage spaces to fail again and be recovered successfully. The tss verified that the issue was resolved. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door had failed and could not be recovered. Doors showed a bogus error. Customer tried to recover the doors, but issue did not resolve. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.